Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced urethral erosion, bladder erosion, urinary tract infection (uti), vaginal discharge and odor, vaginal and pelvic pain, increased incontinence, permanent numbness in the vaginal area, blood in urine, urinary retention, prolonged catheterization, voiding difficulties, osteomyelitis, urinary fistula, depression and embarrassment. Additionally, a suprapublic wound exploration, removal of screws, partial pubectomy and cystoscopy were performed. The device was explanted. The device was not returned for evaluation. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.